Manufacturer narrative:
(B)(4).

Event description:
The problem with the broken programmer is it can intermittently automatically switch off during use and, it can become stuck in a boot loop.

Event description:
The problem with the broken programmer is it can intermittently automatically switch off during use and, it can become stuck in a boot loop.